Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed functional testing. The cause for the failure was isolated to an intermittently open pulse wire in the cable connecting ECG "a" and "b". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving check therapy electrode messages.